Event description:
While stocking carts the facility had one resuscitator that the 22mm connector of the face mask was out of round and could not be fit to the resuscitator. Product not used on patient.